Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve procedure that the device was opened and a crack in the sterile packaging was noticed so it was not used. Another like device was used to complete the procedure. There was no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was received with no apparent damage. There were no anomalies noted with the functionality of the device. Additionally, the instrument was not returned in its sterile container therefore the packaging could not be evaluated. The batch history records were reviewed with no anomalies noted during the manufacturing process.